Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that removal difficulties occurred. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during the procedure for treating obstruction caused by subglottic cavity stenosis, the balloon failed to cross the vessel sheath. Repeated attempts were made but failed to take the device out from the patient. Eventually, the device was simply pulled out and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.